Event description:
Foley catheter was placed without difficulty and promptly fell out, identified to not be intact. Suspected to have broken at a seam. Patient required CT imaging to assess for retained catheter pieces and will undergo outpatient follow up.